Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds at 5v and the pacing impedances dropped from 800 ohms to 400 ohms post implant along with anti-tachycardia pacing (atp) not delivered when needed. It was suspected that there could be micro lead perforation. Subsequently, this lead was repositioned and remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds at 5v and the pacing impedances dropped from 800 ohms to 400 ohms post implant along with anti-tachycardia pacing (atp) not delivered when needed. It was suspected that there could be micro lead perforation. Subsequently, this lead was repositioned and remains in service. No adverse patient effects were reported.